Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 407 mg/dl. Customer reported their current blood glucose level was 180 mg/dl. It was unknown if customer was using auto mode. Customer declined to troubleshoot. Customer reported that they getting low blood glucose alert and they kept eating food then they tested with finger stick resulting high blood glucose level. The insulin pump will not be returned for analysis.